Manufacturer narrative:
Product complaint :(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an c-section procedure on an unknown date and suture was used. During the procedure, it was reported by a sales rep that two sutures were prepared when suturing the myometrium. One suture was broken during use but it was used because the suture was long enough, but it was broken again. Another suture was used but the same situation occurred. The third and fourth sutures were used to complete the case without problems. It was not a control release needle. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.